Event description:
Olympus was informed that a pt became infected with an unspecified microorganism after undergoing a intraductal papillary mucinous neoplasm (ipmn) biopsy. It is unk if the pt received any medical treatment for the infection. No further info was provided. Olympus followed up with the user facility via telephone and in writing to obtain additional info regarding the reported, but with no results.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for eval. The exact cause of the patient's outcome could not be conclusively determined at this time. If additional info becomes available at a later time, this report will be supplemented.